Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the user noted that the medium-large clip applier instrument exhibited clip application failure. Instrument clips would stick to one end of the instrument and it would not fire the clip and clip continued to stick to the jaws. Use of the instrument was discontinued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additionally, the instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.